Manufacturer narrative:
D4: complete UDI# was not provided by end user. The suspect device was not returned for evaluation, therefore a definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that ventilation stopped while on a patient. Patient desaturated from mid 90s to late 60s. Patient was immediately placed on bagging circuit and able to recruit lungs back to saturation level. During this time, a new oscillator was set up and connected to the patient. Patient desaturated from mid 90s to late 60s.

Manufacturer narrative:
Correction: the initial complaint was received for the 3100 ventilator. The reported issue has been attributed to the patient circuit that was in use at the time of the event. The circuit is not available in the united states and the reported event has been evaluated as not reportable in the united states.